Event description:
Additional information: it was reported that the patient's pump "went out" after two and a half years. It was reported that the pump was sent back for analysis, but had not been received. During the pump replacement surgery the patient's breathing tube "hit their stomach" while it was being removed. It "ripped open" a hole and the patient almost bled to death. The patient needed six pints of blood.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient presented to a (B)(6) 2012 with increased pain and withdrawal. It was stated 7ml of drug was aspirated from the pump (no expected volume listed). The "pump and/or catheter malfunction." The pump was programmed to minimum rate and not refilled. The plan was to have the catheter evaluated and possibly replace the pump. The patient presented to the pump replacement surgery with pain at the level of 8 on a 0-10 scale (comfort goal was stated to be 4). The patient was located in the back and legs (especially right). The pain "always stayed high" and was exacerbated by riding in the car for long periods of time. The pain began 1 month prior, attributed to a failed pump. The pain was usually relieved by medication, but the patient ran out of dilaudid. The pump malfunctioned and was replaced on (B)(6) 2012. During the procedure, the pump was found to be attached to the catheter; catheter had no apparent kink or obstruction. The catheter was detached and 1ml of clear fluid was aspirated from the catheter without difficulty. The catheter was reattached to a new pump. The pump was placed in the pocket with the catheter coiled beneath it. The wound was closed in layers in the usual fashion. Furthermore, it was claimed the patient was hospitalized for "almost 3 days" in the intensive care unit (ICU) and "almost died." The complication was related to the removal of an endotracheal tube which caused internal bleeding and the patient needed 6 units of blood. The operative note from the replacement surgery did not mention any complications. History: chronic low back pain, narcotic tolerance/dependence, thoracic back surgery (fell off roof), problem hearing voices (schizophrenic), bipolar, (B)(6), smoker, post laminectomy syndrome allergies: morphine (hears voices), latex concomitant drugs: prilosec otc, valium (10mg), clonidine, lortab (10mg), dilaudid (20-24mg four times daily), methadone, gabapentin (300mg three times daily), ativan (2mg three times daily), discontinued haldol due to side effects

Event description:
It was reported that the patient "suffered terribly" when it was close to the refill date for as long as the patient had the implanted pain pump. About a month before refill, the patient went through withdrawals. It was noted that the patient had pain during these times. The health care provider thought it possible that the pump never worked right. The pump was replaced and the patient had to have 6 units of blood. The patient "almost died because of complications." The patient was still feeling down. The drug in the pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).